Manufacturer narrative:
Exact date unknown, event occurred since implant in (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure wherein only the ipg was explanted. Explanted ipg was discarded by the medical facility.